Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with four proglide devices (two on the left side, two on the right side) using the pre-close technique via a large-bore artery (>8f) sheath prior to an fenestrated endovascular aneurysm repair (fevar) procedure. Reportedly, during step 4 removal of the device, it was noted that the feet of one of the devices in the rcfa was broken but still attached to the device, therefore the device was able to be simply removed. The other proglide in the rcfa worked without issue. The other 2 devices in the lcfa, during step 4 removal of the devices it was noted that the feet had completely separated and had to be rescued from the patient using a snare, which led to significant delays. The fevar procedure was completed. Hemostasis was achieved with 3 additional prostyles which worked well and the one initial proglide from the initial procedure that had no issue. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported foot break/separation. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to foot break/separation include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.